Event description:
The customer tested her blood glucose and received a reading of 58 mg/dl. She tested and received a reading of 250 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the differnece clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacment strips will be sent.